Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition liquid crystal display monitor exhibited no image on the screen the day after a heavy storm. The damage occurred at night when the endoscopy was not working, so no one was at risk. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, it was confirmed that there was no image and that the monitor could not turn on. The definitive root cause of the issues was a defective printed circuit board. Olympus will continue to monitor field performance for this device.